Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Pictures were provided of the sheath, appearing to show a radial tear at the distal tip of the device. Additionally, images of the patient¿s anatomy shows tortuosity in the patient¿s access vessel. During manufacturing of the esheath introducer set and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed and did not reveal any related issues that could have contributed to the reported events. Additionally, a lot history review was performed and revealed no additional complaints for sheath distal tips and one complaint for the delivery system, however that complaint was unable to be confirmed. A complaint history review was performed from january 2019 to december 2019. Complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaint history revealed that the complaint occurrence rate did not exceed the december 2019 control limit for the trend categories. The IFU, device preparation manual, and procedural training manuals were reviewed for instructions and guidance. The physician is instructed that push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push forces are high the operator is instructed to consider pulling back the sheath while advancing the thv and delivery system. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events were confirmed based on the photos of the device; however, review of complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A definitive root cause is unable to be determined, as the device is not available for evaluation. Based on complaint history review, it is possible that tearing of the sheath distal tip may be caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the resistance observed at the distal end of the sheath and subsequent tip tear. However, a definitive root cause is unable to be determined at this time. A pra was previously created to capture assessment of the risks associated with the failure mode, the status of the root cause investigation, and deferment of CAPA decision pending further investigation. The pra has been initiated to include results from further investigation and subsequent CAPA decision. No defects were identified and no corrective or preventative action is required; the issue will continue to monitored and further discussed when rmc is reconvened in (B)(6) 2020.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case while inserting the commander delivery system and sapien 3 valve, the valve stent became caught on the distal tip of the esheath, damaging the tip. The device was prepared in the usual practice. There was moderate tortuosity from the descending aorta to the abdominal aorta, and a lunderquist wire was utilized. The esheath was inserted smoothly. When the delivery system was inserted, the distal side of the s3 valve stent was caught on the distal end of the esheath and could not be advanced. The delivery system was integrated with the esheath and was pulled back approximately 5 cm and the delivery system was inserted again. However, it caught in the same location. Troubleshooting was performed. Finally, the delivery system was able to be advanced. The s3 valve was successfully deployed. Upon removal of the sheath damage was found at the tip. No access vessel damage was observed. Pictures of the sheath were provided for evaluation but the device was not returned for evaluation.